Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) had reached out to the customer for permission to access the device for investigation. However, the customer had already resolved the issue and confirmed that no further assistance required for this device. The system functioned as intended after customer resolved the issue.